Event description:
(B)(6) year old male admitted to (B)(6) with status epilepticus with ongoing seizures who arrested. While attempting to treat the patient with the zoll medical corporation r series defibrillator / pacemaker, the defibrillator did not discharge when attempting to shock the patient. Another device and one step CPR complete multifunction electrode with one step pacing pads were retrieved and successfully treated the patient. No negative outcome occurred. The zoll manufacturer came to the facility to evaluate the device and one step CPR complete multifunction electrode with one step pacing pads and determined that the pads were defective. They also identified other pads throughout the facility that were defective. A separate non-patient medwatch report will be submitted.